Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The other two perclose proglide devices, are filed under separate medwatch manufacturer report reference numbers. The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in both the calcified right common femoral artery and calcified left common femoral artery with three proglide devices with a 6f sheath via a pre-close technique prior to an abdominal aortic aneurysm (aaa) intervention. Reportedly, cuff misses occurred with all three devices. The sutures of four other proglide devices were successfully pre-placed. The aaa procedure was performed with a 16fr sheath and hemostasis was achieved at both access sites with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The needle to cuff miss was not confirmed. The investigation was unable to determine a conclusive cause for the reported needle to cuff miss; however, the treatment appears to be related to circumstances of the procedure as a new proglide was used to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.